Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 441 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they had symptoms of high blood glucose such as vomiting and nausea. The customer stated that they were given insulin drip to treat the blood glucose during hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will not be returned for analysis.